Manufacturer narrative:
Based on date code, unit was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in labeling. Condition has been duplicated in a lab under excessive abuse testing. Product was redesigned and improvements have been implemented.

Event description:
Consumer smelled a scorching/burning electrical smell from pad. Burn hole the size of a quarter on pad. Requested replacement. No injuries reported.